Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system 1, medwatch with identifier (B)(6) is for aviva system 2.

Event description:
Caller reported aviva system 1 results: 11:42 p.m. Reading was 458 mg/dl 11:43 p.m. Reading was 94 mg/dl 11:47 p.m. Reading was 250 mg/dl 11:47 p.m. Reading was 62 mg/dl customer changed to another vial of strips with the same lot number, aviva system 2, and at 11:56 p.m. Reading was 114 mg/dl. No adverse event reported. A request was made for the return of the meter and strips.